Manufacturer narrative:
Concomitant product(s): dtba1d ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased impedance. The lead remains in use. No patient complications have been reported as a result of this event.